Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 0055935. Medical device expiration date: 2025-03-31. Device manufacture date: 2020-02-24. Date received by manufacturer: bd was initially made aware of this complaint on (B)(6) 2020 . At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on (B)(6) 2021 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. Investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Four photos of a 0.3ml bd insulin syringe from lot# 0055935 were provided. The customer reported that the needle was broken. The photos were examined, and it was observed that the needle hub/shield assembly was separated from the barrel. No damage to the barrel tip was observed. A review of the device history record was completed for batch # 0055935 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200880434] noted that did not pertain to the complaint. Investigation conclusion: as no samples were received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure based on the photos received (hub separates) complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Rationale: CAPA (B)(4) has been opened to address this issue.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp needle was broken. The following information was provided by the initial reporter: when unpacking, the customer found that the needle was broken.